Event description:
A medtronic rep reported an inaccuracy that occurred during a thoracic fusion case with the s7 navigation system. The surgeon felt inaccurate by 3 mm in the posterior/inferior direction. She was able to complete the case without any issues and did not discontinue the use of navigation or the o-arm. There was no impact on the pt outcome reported.

Manufacturer narrative:
Pt weight is not available from the site. Medtronic fse, tightened and re-calibrated both trackers. Testing the system out, found that it was inaccurate by 3 mm when using the left tracker on the o-arm. Inaccuracy by about 1 mm on the right tracker. Tested out both their s7 and treon systems. Both systems exhibited the same inaccuracy.